Manufacturer narrative:
Cec confirmed that those branches were present during initial imaging and not present in post stent implant images, thus were blocked by the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Index procedure was prompted by stable angina and evidence of ischemia. Patient had a medical history of hyperlipidemia and hypertension. During the index procedure, two resolute onyx des was implanted in the lad and one resolute onyx des was implanted in the circumflex. Approximately 4 days post index procedure, patient suffered mi of the lad (target vessel). Sponsor assessed that the event was not related to index device or antiplatelets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted to treat a lesion. Cec adjudicated that patient suffered non-q-wave mi (target vessel).